Event description:
It was reported to our intn'l affiliate that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. The device was filled with mepivacaine hydrochloride. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation, however, has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed with evaluation findings.